Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a290, serial# (B)(4), implanted: (B)(6)2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6)2014, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient experienced undesirable stimulation at the incision site. There was pressure and stimulating sensation in the abdomen. The outcome was reported as resolved without sequelae. Interventions included reprogramming. No diagnostic methods were performed. The etiology was due to programming. The event was related to the device or therapy and possibly related to the implant procedure. The severity was noted as mild. Relevant medical history includes: failed back surgery syndrome spinal pain